Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A case manager called for the customer who had dementia; inquired if the insulin pump was still under warranty. The caller was granted permission to speak with the helpline to report that the customer was hospitalized due to high blood glucose levels of 500 mg/dl and diabetic ketoacidosis. Caller also reported that the insulin pump was cracked and the battery cap could not be removed because it was stripped. The customer was wearing the device at the time of admission. The caller declined troubleshooting and stated he would call back once the family got there. The customer called back to report the crack and requested a replacement device. The customer's blood glucose reading was 275 mg/dl. The crack was located at the top of the battery compartment; customer was unsure how the damage occurred. The customer declined high blood glucose level troubleshooting. The customer was advised to discontinue the device and revert to a backup plan. The device is to be returned, and was replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with stripped battery cap at the coin slot area, cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.